Event description:
It was reported, the patient's ((B)(6)) permanent procedure was extended for one hour due to the physician experiencing difficulty removing the stylet from the lead. In turn, the physician removed and replaced the lead which resolved the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.